Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 0.55mls of juvéderm® volbella¿ xc in the lips and experienced an inflammatory response with nodules four days later in the "lips, top right, lower left". Patient was prescribed 800mg of ibuprofen twice daily. About two and a half weeks after onset, patient was seen and a baseline blood pressure reading taken. This baseline blood pressure reading lead to the healthcare professional prescribing patient with 5mg of lisinopril for 6 days. Events are currently ongoing, but it was noted there was a reduction in the nodules.